Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that high blood glucose of 589 was recently experienced and wanted to troubleshoot insulin pump to see if everything works correctly. Customer does not recall any significant events leading to the error. Troubleshooting was started but then customer indicated that she did not feel well and would call back at a later time. No further information was provided.